Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to blank display. Unit had broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was unknown. Insulin pump had no delivery alarm but issue was resolved by set change. The insulin pump was returned for analysis.